Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-02041. It was reported that patient experienced uncomfortable stimulation with the cervical scs system. As a result, surgical intervention was undertaken wherein the entire cervical system was explanted to address the issue.

Manufacturer narrative:
The reported observation of ¿uncomfortable stimulation¿ was not confirmed. The cause of the reported observation was not ascertained; the device and associated leads exhibited normal device characteristics. The 2 octrode 90cm leads did not have any damage that would have resulted in the reported observation. Electrical testing confirmed both leads were intact and would have functioned as designed. Markings on the leads band electrode showed the leads had been fully inserted and the setscrews properly torqued.